Manufacturer narrative:
The insulin pump trace download analysis confirmed the pump alarmed power loss alarm. The power management tool confirmed power loss alarm, was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Customer states that earlier today sensor glucose value was more than 20 points off of blood glucose value. Sensor glucose value that triggered the suspend event was 75mg/dl. Blood glucose value from reported event was 185 mg/dl and sensor glucose value from reported event was 50mg/dl. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer also reported battery issues with their insulin pump where it would show red then turn to green with the same battery. Customer completed troubleshooting for low battery but did not wish troubleshooting for high blood glucose level. The insulin pump/sensor will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.